Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection in lower face and jawline with juvéderm¿ voluma¿ with lidocaine and juvéderm® volux¿. Approximately 3 and half months later, patient "developed furuncle lower chin area and 2 days later significant swelling, pain, erythema." Treatment was provided with keflex 50 mg qid through route po for 2 weeks. Same treatment was noted 19 days later after symptoms reoccurred. One week later, hyaluronidase 150 u applied to chin area. Symptoms resolved, patient "still on keflex."